Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for lead re-positioning procedure due to dislodgement. The helix failed to retract after positioning the lead at new location. The lead was explanted and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that patient received inappropriate shock due to lead dislodgement.